Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the device was stuck on the wire. During a lower leg atherectomy treatment procedure, a 2.4mm jetstream xc atherectomy catheter was being used over a non bsc guidewire. The jetstream was in rex mode when it became stuck on the wire. The devices were removed from the patient together. The procedure was completed with another of the same type and size . There were no patient complications reported and the patient was fine post procedure.